Event description:
It was reported that the camera on the 9600 system would not rotate. Also there was a collimator iris potentiometer error and the brake handle was damaged. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable, collimator iris potentiometer, and the brake handle were replaced during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4)